Event description:
The rn of a home patient reported to the baxter technical assistance line a check lines and bags alarm in dwell 4/6 during treatment on the homechoice machine. Rn noted the day shift unspiked the bags and used a new cassette to restart therapy; however, respiked the original solution bags. No further detailed information regarding this incident was available. No patient injury or medical intervention indicated at the time of initial report.